Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported constant air in line alarm was not reproduced during evaluation. A review of the event history log identified a constant air in line alarm. The cause was determined to be ultrasonic fluid values that were out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant air in line alarm. There was no patient involvement. No additional information is available.